Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-24d02) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Pain, adhesion and bowel obstruction are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event. A batch record review showed no non-conformances or anomalies that may have caused or contributed to this event. Sterilization was completed as validated and the devices met all release specifications.

Event description:
A patient underwent incisional hernia repair with intraperitoneal mesh placement (ipom) on approximately (B)(6) 2024, using ovitex lpr for reinforcement. The patient returned with abdominal pain and a CT scan revealed a bowel obstruction. An exploratory laparotomy was performed and the surgeon noted adhesions requiring removal of the device and partial small bowel resection.